Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. Action taken with pd therapy was not reported, however it was reported that the patient catheter was removed. No additional information could be provided because both the reporter and healthcare professional declined for follow-up.